Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed incoming functional testing. Investigation revealed there was a shorted wire in the trunk cable. The root cause for the shorted wire could not be positively identified. No adverse event resulted form the damaged wire. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. Upon servicing electrode belt sn (B)(4) failed incoming functional testing. The last pt to use this belt did not report any deficiencies.